Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
I was reported that a clearlink system non-dehp soln set blue filter cover was cracked; the device would not prime past the filter. The issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specification. A functional testing was performed including clear passage and pressure testing and the results were not satisfactory. Additional priming was performed which observed that the membrane white of the filter was damaged which affected the fluid path. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.